Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the base is loose and coming off. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the screws for the top cover were loose. There was no risk of a tip or fall of the unit or the cover. This was not a reportable malfunction. Additional information was received that the screws for the top cover were loose. There was no risk of a tip or fall of the unit or the cover. This was not a reportable malfunction.